Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher, introducer, and microcatheter for analysis. The pusher was noted to be bent in different sections. The transition section (body coil / hypotube) and proximal section of the implant were noted to be stretched. The implant was stretched and broken. The heater coil section was not damaged and was within specifications. The monofilament was noted to still be attached to the pusher. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached partially in the microcatheter and partially in the aneurysm. A snare device was used to successfully remove the coil in its entirety along with the microcatheter from the patient. There was no reported patient injury. The patient is reported to be stable.